Event description:
A surgeon reported an unexpected postop refraction following implantation of an intraocular lens (iol). The iol remains implanted. The association between this event and the iol is not known. Add'l info has been sought.